Event description:
Rptr alleged discrepant, back to back blood glucose results of 40 mg/dl and 117 mg/dl when testing was performed within 10 mins on the aviva sys. Customer did not treat or act on these results. No adverse event was reported. A request was made for the return of the suspect device and replacement prod was sent.